Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed said that the arctic sun device was sent down for low flow and air leak.

Event description:
It was reported that the biomed said that the arctic sun device was sent down for low flow and air leak. Per follow up information received via task on 07aug2025, spoke with the biomed team regarding the artic sun device. It was reported that the provided serial number (B)(6) did not produce any results when entered into their database, therefore they were unable to provide any additional information regarding the device. Also stated that the initial reporter was no longer worked there and could not be contacted.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Per follow up information, biomed team stated that the provided serial number (B)(6) did not produce any results when entered into their database, therefore they were unable to provide any additional information regarding the device. Also stated that the initial reporter was no longer worked there and could not be contacted. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.